Event description:
Initial information was received from a nurse via valeant sales representative on (B)(6) 2012, who reported on two patients: a patient of unknown age and gender received injections of poly-l-lactic acid (culptra aesthetic; lot # and exp date: unknown) in (B)(6) 2009 (indication unknown). After the first treatment, the patient developed nodules and papules in the temporal area and lower orbital rim. There was a delayed onset of this. The patient had 2-3 treatments. Last treatment was in (B)(6) 2010. The patient was extremely upset. Some of the nodules have been excised, some still there. The event was ongoing at the time of the report. Additional treatment included triamcinolone (kenalog), oral and injectable steroids at high dose. There has been no response to these treatments. The event was ongoing at the time of the report. Concomitant medications and medical history were not provided. No further relevant medical information reported. This report corresponds to case 1 of 2 ((B)(4)).